Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. The suture knots of the two pre-placed prostyle devices were successfully advanced to the vessel wall and tightened; however, complete hemostasis was not achieved. Therefore, a non-abbott device was added and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.